Event description:
It was reported by service report that the weld is cracked on the patient left rail pivot and the siderail cannot be latched up. It is unknown if there was patient involvement, however no adverse consequences are reported.